Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue related to upstream occlusions during propofol therapy. This occurred during a neurosurgery case in the operating room. Two hours into the case the pump alarmed that it should be empty. The blue clamp was still in place (above the pump) and the pump never infused and did not alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.